Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis on the transmission showed that the right atrial (ra) lead exhibited noise leading to oversensing. No programming changes were made. Patient will continued to be monitored. No patient consequences was reported.

Event description:
New information received notes that the right atrial (ra) lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can. No other anomalies were found.